Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a male patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter became stretched, and the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; guide catheter broke and the device was stuck on the wire.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. Visual inspection of this device revealed the push catheter was slightly buckled by the hub. The working length of the push catheter was bent. The suture hole on the push catheter was torn. The guide catheter was torn jaggedly into two pieces (containing the proximal and the distal remnant) and the proximal remnant was found stretched and frozen on the guide wire. The suture and the stent were loaded to the delivery system upon receipt. The suture was cut to access the distal remnant of the guide catheter and the distal remnant of the guide catheter was found stretched and kinked. Functional evaluation could not be performed on this device due to the damages observed upon received. Evaluation of the returned device revealed the push catheter most likely became damaged at the same time the guide catheter became damaged during the procedure, probably due to excessive force applied in the attempt to retract the guide catheter and deploy the stent. Therefore, based on the physical damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot